Manufacturer narrative:
The product analysis indicates one opened sample of part number 1884012 from lot number hg1h843 was received. A microscope was used to evaluate the device. Visually, the tip was discolored in such a way that is consistent with excess heat which would have resulted in the reported event. Inside the outer tube mouth opening were small fragments stuck to the tip wall, which likely resulted in the gouging, excess wear, and friction induced heat during rotation of the blade. The fragments appear to be portions of the inner cutter tip. The cause of the fragments was likely from an impact with inappropriate material, improper speed and/or direction, or aggressive use. Note: the maximum recommended speed for this device is 5000rpm in oscillate mode / direction. If information is provided in the future, a supplemental report will be issued.

Event description:
During visual inspection, small fragments were noted inside the outer tube mouth of the blade. The small fragments were stuck to the tip wall. The fragments appear to be portions of the inner cutter tip. There was no patient impact.